Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the left ventricular lead exhibited intermittent capture. The lead was explanted. An unsuccessful left ventricular lead implant was noted due to patient anatomy. The entire system was explanted and a new system was implanted on the patient's right side. The patient was stable and will be followed normally.